Event description:
It was reported that the customer had moisture damage. Customer's blood glucose level was 130 mg/dl. No further details given.

Manufacturer narrative:
Findings: unit received with moisture damage electronic assembly. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states. (B)(4).